Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: stenotrophomonas maltophilia, serratia and pseudomonas aeruginosa (the total cfu of the stenotrophomonas maltophilia, serratia and pseudomonas aeruginosa is 740 cfu/endoscope) auxiliary water channel: serratia (2 cfu/endoscope), stenotrophomonas maltophilia (10 cfu/endoscope) suction channel: stenotrophomonas maltophilia, serratia and pseudomonas aeruginosa (the total cfu of the stenotrophomonas maltophilia, serratia and pseudomonas aeruginosa is >200 cfu/endoscope) air/water channel: pseudomonas aeruginosa (1 cfu/endoscope), the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440 adaptascope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.